Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was also found bent. It could not be confirmed that the customer received sensor in said condition due to the sensor being returned opened and used.

Event description:
Customer reported she was having issues with sensor. The insulin pump kept alarming threshold suspend all night. Sensor glucose reading was in the 50 mg/dl range and blood glucose was 241 mg/dl, 79.3% difference. Customer uploaded device information to carelink. Trending is going in the same directions for both sensor readings on the sensor glucose graph. There were down rapid change arrow indicators noted on the device. Customer stated the site does hurt when she touches it. Troubleshooting was also done for calibration error alarms. Customer reported the sensor was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.